Event description:
A patient with prior history of non-ischemic idiopathic cardiomyopathy was admitted for revision of a lead wire of a defibrillator. The patient reported hearing an intermittent beeping sound coming from the battery of his ICD device. The ICD device was checked via a remote monitoring system. The resistance of the fidelis lead had increased dramatically; from less than 50 ohms to over 200 ohms. The findings were consistent with lead fracture and the patient was advised to come to the hospital for admission and lead revision. Due to patient's young age and potential known device interactions it was elected to proceed with laser lead extraction. Extraction of the lead was complicated by a tear medially and laterally in the svc as it entered the right atrium (ra). Significant hypotension was noted and patient developed tamponade. The patient required emergent thoracotomy and repair of svc ra tear and cardiovascular surgeon proceeded with the procedure. The hole was repaired and ultimately, the lead was removed. Intra-operative analysis revealed significant fibrosis noted along the length of the lead and the lead appeared to be imbedded in the wall of the svc/ra junction. Patient outcome: patient was given pressors, fluids and blood products emergently. However the patient sustained anoxic encephalopathy secondary to a severe blood loss. Life support was withdrawn second day post-op and patient expired.